Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04570 addresses the other device. It was reported to boston scientific corporation that a sensation standard oval polypectomy snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2010. According to the complainant, the sensation snare would not deliver energy for cautery. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.